Event description:
Information received by medtronic indicated that insulin pump had a replace battery now alarm. Customer reported that battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged unexpected power loss found on (B)(6). 2021. Pump passed displacement test, self test, and active current measurement, however pump did not pass sleep measurement test due to moisture found on the pcba 1 located at the j7 connector. Test p-cap successfully locked into the reservoir tube, however damaged retainer ring noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1 j7 connector. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), cracked retainer, corroded battery tube and minor scratches on lcd window, in summary, customers alleged unexpected power loss not confirmed, however, sleep current measurement test failure was due to moisture damage found on pcba 1 j7 connector. Additionally, retainer ring damage noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.